Event description:
The customer reported that the inserted new sensor and was bleeding so much and got concerned and removed it. Troubleshooting was done. Customer's blood glucose was 74 mg/dl. Customer stated the site was not actively bleeding. Customer replaced new sensor and advised the customer that sensors would be replaced. No further info provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.